Manufacturer narrative:
Date of event: please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Oliveira, jr, j.o. , listik, s., machado, a., cukiert, a.,serrano, s.c., nogueira, j.a.l. New unrelated involuntary movements during the immediate postoperative period following deep brain stimulation electrodes placement for treatment of parkinson¿s disease caused by interference with cardiac monitoring devices. Movement disorders. 2010. 25:suppl2. S451. 801. Summary: to report a type of postoperative complication involving deep brain stimulation (dbs) and ICU monitoring devices. Reported events: 1 female patient with unilateral deep brain stimulation (dbs) for parkinson's disease (pd) experienced new involuntary movements that were induced by postoperative cardiac monitoring. It was noted that after placement of the electrode and implantable neurostimulator (ins) in the right chest, cardiac monitoring electrodes were placed over both the left and right chest. Subsequently the patient developed brisk abnormal/aleatory movements strictly contralateral to the implanted side with frequency varying between 4 and 60hz, and pauses in the paroxysms of 10 to 30 seconds. The patient also had unique short periods of about 15 seconds during which the abnormal movement had a higher frequency, ¿similar to her cardiac rhythm.¿ it was noted that misdiagnosis in 3 of the 5 patients in the study led to intravenous anti-epileptic treatment without any success. In all patients, the new involuntary movements were suppressed when the cardiac monitoring electrodes were removed. The authors concluded that the new abnormal movements were ¿apparently generated by interference from the cardiac monitoring device, possibly related to a kind of antenna effect.¿ it was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.